Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil prematurely detaching and the distal end of the delivery pusher stretched during positioning. The entire system was withdrawn from the patient without incident. There was no patient injury reported.